Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a ¿no temp¿ message during set up. During repair, the bmt noted a burning smell and found that the c3 capacitor on the mother board was black and charred. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The mother board was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 40,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the mother board, which did not resolve the temperature issue. He replaced the power logic board to resolve the temperature issue. The bmt reported that the machine has been returned to service without issue. The mother board and power logic boards were reported to be available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility¿s biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine displayed a ¿no temp¿ message during set up. During repair, the bmt noted a burning smell and found that the c3 capacitor on the mother board was black and charred. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The mother board was the original fresenius part on the machine. The bmt reported that there was no melting, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed to any other components. The machine has approximately 40,000 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the mother board, which did not resolve the temperature issue. He replaced the power logic board to resolve the temperature issue. The bmt reported that the machine has been returned to service without issue. The mother board and power logic boards were reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed based on the objective evidence provided by the facility¿s biomedical technician.